Event description:
Arthroscopy pumped malfunction, scope removed at 1325, surgery aborted due to pump malfunction. Pump removed from department and given to biomed. Device quarantined until investigation complete. Arthrex sales rep was also in the room during this time. Pump arthrex model #6400. Dates of use: 2008 - 2009. Diagnosis or reason for use: shoulder surgery.